Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has pain and there is suspicion of mild aseptic loosening. The plan is for poly exchange and to inspect for loosening but consideration for removal of implant and conversion to inbone on both tibia and talus's.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The clinical information to the case reveals, that already a revision took place. It can be confirmed, that no loosening or migration of neither the tibial nor the talar component is clearly visible. There is a consolidated medial malleolus visible, which has been osteosynthesized with two cannulated screws. There is no radsiolucence or cysts visible. The reason for the patients pain cannot be explained by a clear radiological finding and therefore the results of the operation have to be analyzed later. Without knowledge of the problem no assessment of the underlying cause of the problem is possible. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has pain and there is suspicion of mild aseptic loosening. The plan is for poly exchange and to inspect for loosening but consideration for removal of implant and conversion to inbone on both tibia and talus's.